Event description:
A malfunction alarm, identified by code malf 1, was reported, and there were no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, but the issue persisted, leading to the decision to replace the pump. The customer reverted to an alternate method of insulin therapy.